Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that when she tried to bolus the insulin pump alarmed. Caller stated that the customer's site and tubing were changed but the pump continued to alarm. Caller removed the battery and allowed the pump to rest. Caller tried to bolus again and the alarm continued to occur at around 3.0 units. Caller assembled a new infusion set with the same reservoir and completed prime and programmed a bolus. Caller stated that the pump alarmed and the set was never connected to the customer's body. Customer had a no delivery alarm and her blood glucose was over 600 mg/dl. Customer treated with an injection. Caller performed a fixed prime of 5.0 units and stated that the insulin exited. Troubleshooting was not continued due to the customer manipulating path in an attempt to resolve the issue. With each set change, the same reservoir was used. It was explained that the reservoir may be occluded. Caller was advised to do a complete set change.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.